Manufacturer narrative:
(B)(4). Batch # n9397w. Investigation summary the handpiece was received disassembled and the nose cone was detached returned. In addition, the nose cone was cracked. No damaged was observed at the 4-40 stud as reported by customer. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after an unknown procedure the hand piece stayed block with the scissor. The biomed managed to removed the scissor but it was really hard and the hand piece broke off. No patient consequence as event after after procedure.

Manufacturer narrative:
(B)(4). Batch # n9397w. Investigation summary: the handpiece was received disassembled and the nose cone was detached returned. In addition, the nose cone was cracked. No damaged was observed at the 4-40 stud as reported by customer. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.